Manufacturer narrative:
Smith & nephew have received duplicate reports related to this event and inadvertently submitted two mdrs for the same case (3005477969-2011-00173 + 3005477969-2011-00174). Please treat 3005477969-2011-00173 as an erroneous duplicate report and 3005477969-2011-00174 as the master case evaluation report.

Event description:
It was reported that a revision surgery is planned for a patient who had an acetabular cup that changed orientation 6 weeks following initial implantation. The devices remain implanted as of (B)(6) 2011.